Event description:
It was reported that the insulin pump alarmed button error and battery out limit. The blood glucose reading was 200 mg/dl. The customer stated that the insulin pump may have gotten wet prior to the alarms occurring. She stated that the button error alarmed after she had replaced the battery. No other significant events leading to the alarms were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm or battery out limit alarm noted during testing. Unable to verify operating currents due to unresponsive buttons. No moisture damage on electronic assembly or motor noted. Insulin pump had a cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.